Event description:
During a revision case, it was discovered that the screws were no longer fixated to the plates. Originally there were 4 plates fixated with a total of 8 screws. One plate had only one screw remaining fixated in it, while another plate had no screws. There were three screws floating within the patient. All products were removed and discarded.

Manufacturer narrative:
Currently the device has not been returned for evaluation. Internal investigation in progress but not yet complete. Device not returned.

Event description:
During a revision case, it was discovered that the screws were no longer fixated to the plates. Originally there were 4 plates fixated with a total of 8 screws. One plate had only one screw remaining fixated in it, while another plate had no screws. There were three screws floating within the patient. All products were removed and discarded.

Manufacturer narrative:
The reported event could not be confirmed since the devices were not returned for investigation and no further information was provided for evaluation. Based on the available information, the root cause for the reported event could not be determined. As per statistical evaluation, no indications were found for any systematic, design, material or manufacturing related issue. Device not returned.